Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded a red alert for a single high out of range pacing impedance measurement on the right ventricular (rv) channel. The physician is planning to perform a follow-up to review the system prior to continuing monitoring. No follow-up has been scheduled at this time. The make of the rv lead is unknown. This crt-d remains in service. No adverse patient effects were reported.